Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope, had blockage of the air/water, and no reprocessing possible. The issue occurred during unknown event and unknown procedure. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the nozzle had foreign objects. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: forceps channel port has a scratch; label on scope connector is peeled; due to burn on distal end cover; objective lens has a chip; insulation resistance value at distal end does not meet the standard value; due to damage on bending tube, bending angle in upwards direction exceeds the standard value; distal cover is deformed; the nozzle is clogged due to clogging of nozzle, water removal ability does not meet the standard value; objective lens has a chip; light guide lens has a crack; and adhesive on bending section cover or distal sheath rubber has wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.